Event description:
Customer reported an issue with the time setting on their device, where the displayed time did not match the actual time by more than five minutes. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump's time and advised them to monitor and follow up if the time discrepancy reoccurs, which the customer understood and acknowledged.